Event description:
It was reported that after the iab was inserted in the pt's left femoral artery, he experienced bilateral loss of lower extremity pulses. The iab was removed and replaced with no pt complications.